Event description:
A falsely elevated troponin I result of 11.9 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The sample was retested and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the wash probes.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was misalignment of the wash probes. A dade behring field service rep was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.